Event description:
A consumer reported double vision following intraocular lens (iol) implant surgery. Additional information has been requested.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. No root cause can be determined at this time. Additional information has been requested. (B)(4).